Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that during an impedance test, electrode 12 was showing impedances greater than 10,000 ohms. Programming covers all areas of pain. There were no patient symptoms or complications reported.